Event description:
Updated summary: insulin pump was returned for analysis.

Manufacturer narrative:
Customer returned pump for alleged unexpected battery power loss and high bg observed on(B)(6) 2022 pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at .0867 inches. Pump fails sleep current test and active current test. Successfully downloaded history files and traces using thump. The following power alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2022 at 14:05:00.000, replace battery alert [73] on (B)(6) 2022 at 23:36:00.000, replace battery now alarm [11] on (B)(6) 2022 at 00:07:00.000, and power loss alarm [6] on (B)(6) 2022 at 04:55:40.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor, lcd connector, keypad connector, lithium battery connector, and harness assembly vibrator connector. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay.unexpected battery power loss and sleep/active current anomaly confirmed due to moisture damage. Unable to confirm alleged high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm and high blood glucose level of 22.2mmol/l, which was treated by manual injection/insulin pen. Customer received a low battery alert prior to the replace battery alert. The customer states the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. The customer was using the insulin pump within 48 hours of the reported event and it was unknown that auto mode feature was on. The customer was assisted with troubleshooting and it was found that customer had unexpected battery power loss issue. The insulin pump will be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.